Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30 serial #:(B)(4), description: infinion splitter 2x8 kit, 30 cm.

Event description:
A report was received that the products were returned for an unknown reason.

Manufacturer narrative:
Additional information was received that the products returned were never implanted and that they were expiring.

Event description:
A report was received that the products were returned for an unknown reason.